Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported via interdepartmental helpline solutions tracker that customer that customer had high blood glucose between 300 mg/dl and 400 mg/dl. It was reported that high blood glucose was due to receiving insufficient insulin for basal. It was reported that customer had to disconnect from insulin pump due to not being able to clear reservoir alert even when suspending insulin. Customer declined transfer to helpline.